Manufacturer narrative:
Combination product: yes. This rv lead was explanted (B)(6) 2025. During the procedure, the lv lead was attempted to be removed from the device and broke in half. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analyses are thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The analysis of the provided trend data, acquired between september 11, 2024 and march 12, 2025 recorded the stable pacing impedance around 500 ohms and the stable shock impedance around 50 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the rv lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing of rv lead was reported. Revision is planned. Should additional information be received, this file will be updated.